Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented in clinic with their right ventricular leadless pacemaker (lp) exhibiting under-sensing. Programming changes were made to address the issue. Patient's condition was unknown.

Event description:
New information received noted patient had no symptoms and was stable.